Manufacturer narrative:
A third party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device logged an event code in its memory that is indicative of a device failure which could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided the customer with a repair quote; however, the customer declined to have the device repaired. Physio-control returned the device to the customer without performing any repairs. The cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device logged an event code in its memory that is indicative of a device failure which could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Section h10, additional mfg narrative of the supplemental medwatch report indicates physio-control provided the customer with a repair quote; however, the customer declined to have the device repaired. Physio-control returned the device to the customer without performing any repairs. The cause of the reported issue could not be determined. Section h10, additional mfg narrative of the supplemental medwatch report should indicate a third-party service agent provided the customer with a repair quote; however, the customer declined to have the device repaired. The service agent returned the device to the customer without performing any repairs. The cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device logged an event code in its memory that is indicative of a device failure which could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There were no reports of patient use associated with the reported event.